Manufacturer narrative:
The device was manufactured between 13jul2015 and 14jul2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, flow was observed through the line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had ¿soiled tubing¿. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.